Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The device was not explanted. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke, bleeding and neurological dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was found down by the spouse who reported that prior to this, the patient initially reported having a headache and was able to talk. However, the patient's mental status continued to decline and ultimately the spouse insisted they go to the hospital. Emergency medical services was called and the patient was intubated on the scene without sedation or paralytic agents. The patient was initially transported to an outside hospital where a large intraventricular hemorrhage was diagnosed. The patient's inr was 6 and anticoagulation was reversed with fresh frozen plasma and vitamin k. The patient was then transferred to the implanting center for further management. Upon arrival at the implanting center emergency department the patient's pupils were 3mm and fixed. The inr on arrival was at 3.0. The patient was over-breathing the ventilator. Neurosurgery was consulted for further management and recommendations, after which the patient's spouse made a decision to withdraw care. The patient was disconnected from the lvad and expired. It was also reported that over the two weeks prior to the event, the patient had been having difficulty with becoming therapeutic on coumadin with frequent dose adjustments. The device will not be returned. An autopsy was not performed. No additional information was provided.